Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-16. It was reported that the patient's hcp was to call radiology, and the radiologist was to call the manufacturer to find out how to do the dye study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-nov-20. It was reported that the hcp called to inquire about the dye study procedure, but stated that they would not likely be performing the procedure as they were not familiar with the therapy.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8598a, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturers representative. The patient was receiving bupivacaine (concentration 12. 3 mg/ml, dose 4.349 mg/day) and dilaudid (concentration 11.3 mg/ml, dose 3.995 mg/day) via an implantable pump for spinal pain. On (B)(6) 2017, while doing stretches and yard work, "something bad happened", which resulted in the him going through extreme pain 12 hours later. He was "feeling bad" but his health care professional (hcp) just blew him off. No out of box failure was reported. No further complications were reported information was received from a patient and a manufacturers representative. The patient was receiving bupivacaine (concentration 12. 3 mg/ml, dose 4.349 mg/day) and dilaudid (concentration 11.3 mg/ml, dose 3.995 mg/day) via an implantable pump for spinal pain. On (B)(6) 2017, he went through withdrawal (was moaning and groaning), the tech checked the pump at the hospital, on what was believed to be (B)(6), and said that the pump was working but he did not believe her because he was experiencing the same things that he experienced years ago when something was wrong with the catheter (see MFR report number 3004209178-2013-06236). The patient wanted help finding someone to do a dye test to prove that there was something wrong with his catheter (patient clarified that nothing was wrong with the current pump) because his doctors were not believing him when he said that the catheter had been pulled out and is "twisted". No out of box failure was reported. No further complications were reported. No further complications were reported additional information was received from a patient. It was reported that the patient was trying to get someone to do a dye study because their catheter was messed up. The patient reported they need the dye test because the same thing happened years ago. The patient reported no doctor they've seen had ordered a dye test. The patient reported they got injured, then got real sore that night and started experiencing withdrawal. The patient reported they have an appointment with their spine doctor on (B)(6) 2017. No further complications were anticipated/reported.